Event description:
Pt got up unassisted and used bedside commode. Pt was found on the floor between commode and bed. The commode chair was turned over to its side. Pt hit their head when pt fell. Developed subdural hematoma, respiratory failure, and expired approx 12 hrs later.